Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that the rotational speed was unstable. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm rotapro was selected for use. During the procedure, it was noted that the speed was not stable. The set rotational speed was 180,000 rpm, but a maximum rotation speed of 210,000 rpm was observed. The procedure was completed with another of the same device. No patient injury was reported.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled, and the interior components were inspected for damages or defects. During destructive testing, it was identified that dried saline was present on the shutter of the device. It was considered likely that the presence of dried saline interfered with the device ability to rotate or to communicate rpm to the console using the fiber optic cable, leading to a device stall. Product analysis could not confirm the reported event, as dried saline was present within the shutter, causing a device stall by inhibiting the rotation of the advancer or creating communication issues between the advancer and console.

Event description:
It was reported that the rotational speed was unstable. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm rotapro was selected for use. During the procedure, it was noted that the speed was not stable. The set rotational speed was 180,000 rpm, but a maximum rotation speed of 210,000 rpm was observed. The procedure was completed with another of the same device. No patient injury was reported.